Event description:
Pt tested on the suspect device with an inr result of 6.9. Lab inr was 3.4. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.